Event description:
It was reported that during the procedure; the subject coil became stuck inside the catheter and would not advance forward or backward nor detach with inzone. Eventually the coil came off of the delivery wire and left loop in parent vessel. The physician had to place a neuroform atlas stent to tack down loop. There was a surgical delay of 30 minutes. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject coil became stuck inside the catheter and would not advance forward or backward nor detach with inzone. Eventually the coil came off of the delivery wire and left loop in parent vessel. The physician had to place a neuroform atlas stent to tack down loop. There was a surgical delay of 30 minutes. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was not performed due to the product not being returned. Functional inspection was not performed due to the product not being returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil became stuck and would not advance forward or backward or detach with the inzone. Eventually it came off the wire and left a loop in the parent vessel. A neuroform atlas stent had to be placed to tack down the loop. On follow up CT imaging, there appeared to be more coil in the parent vessel not seen on angio. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, the issue occurred when deploying the 5th coil, a phenom 17 90 deg microcatheter was used with the subject coil, the subject coil was not advanced or retracted with force, there were no issues with the microcatheter and no issues with the first 4 coils, and there were no detachment issues using the inzone with the first 4 coils or 3 coils after. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint.